Manufacturer narrative:
B6, b7, d7, d8 - this info has not been provided. H6 - actual device was evaluated. Visual, photographic and mechanical testing was performed. Device met all specifications.

Event description:
Nail was implanted in distal third, locked distally. Only one locking bolt was used in the distal end. Nail broke at proximal distal hole and was removed.